Manufacturer narrative:
The patient reported that he observed a few small bubbles in the cartridge that was in use at the time of the hospitalization. It was reported that the patient filled the cartridge with cold insulin which can be the source of air bubbles. The likelihood of air in the cartridge was confirmed when the patient reviewed the pump with customer technical support. The patient reported that on (B)(6) 2012 the cartridge was filled with 200 units. The delivery history (prime, bolus, basal) indicated that between that time and the time of the contact on (B)(6) 2012 the pump delivered 130 units. The patient reported that he primed the pump often in order to see if insulin was being delivered. It was reported that there were 119 units of insulin in the cartridge after the priming events. A large volume of the amount that was delivered was probably air instead of insulin which would account for the continued elevated blood glucose readings.

Event description:
On (B)(6) 2012, the reporter alleged the animas insulin pump is having suspicious motor noise. Reportedly, on (B)(6) 2011, the patient was admitted to the hospital for dka. During troubleshooting, the patient claimed the pump is making a humming noise. In addition, he is not able to hear the pump push the basal every few minutes like he used to be able to. He did not take any injection prior to the hospital incident. An air bolus was performed without difficulty and insulin was seen. It is not clear whether the motor noise has any correlation to the alleged dka incident. This complaint is being reported because, the patient received treatment for dka while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: ez prime operations were performed without issues. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.